Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer shut off pump and switched to multiple daily injections (mdi) as a resolution, after which cts closed the case.